Event description:
It was stated that the customer experienced high blood glucose levels. It was also stated that the insulin pump alarmed no delivery and had a blank display. In addition, there was a missing spring inside the battery compartment. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a broken spring on the battery tube. Unable to confirm excessive no delivery alarms due to the blank display.